Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a infusion set cannula is bent on the insulin pump. The customer's blood glucose level was 400 mg/dl. The troubleshooting was performed. The customer was advised to talk to her doctor about quick set with a shorter cannula. The customer will send her set back for analysis.